Event description:
The facility representative contacted baxter to report that an infusor was filled with fluorouracil and contained a leak from the intraport needle. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed. All release criteria were met for this batch.